Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise which caused inhibition of pacing in a pacemaker dependant patient. The patient was asystolic for 2 seconds during the events, which occurred in the late night or early morning. The patients wife states her husband snores. The noise was unable to be reproduced. The impedance measurements are stable, however the threshold measurement is elevated.